Manufacturer narrative:
The device history record for the reported lot number, m5124t507, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the second of four reports. Refer to 8030647-2015-00089 for the first report. Refer to 8030647-2015-00104 for the third report. Refer to 8030647-2015-00105 for the fourth report. It was initially reported that, " the tip of the y adaptor that connects to the endotracheal tube broke off during use. It was switched it out for a new catheter without any issues and there was no patient injury". Additional information received on 07/14/2015 stated that there were three additional devices where the tip of the y adaptor that connects to the endotracheal tube broke off during use. They were switched it out for a new catheter without any issues and there was no patient injury. Three separate patients were involved.